Event description:
Patient states the bump on her knee is about the size of 1/2 a grape. The abscess has not gone away and the pain continues. She had an MRI and the surgeon has indicated that the screw will need to be removed.

Manufacturer narrative:
Product recall initiated on august 21, 2007.